Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and inspected the pressure and vacuum, which was within specifications. The fe replaced a cracked wash station, probe and performed wad diagnostics without any errors. Repairs have returned the instrument to expected operation. The customer performed quality control with acceptable results. No definitive root cause was determined.

Event description:
The customer reported that the ortho provue analyzer did not dispense plasma correctly in the reverse microtube of an ob group a patient, resulting in a negative result with b cells. The customer obtained a 3+ reactivity in reverse grouping with b cells using the tube method. Incorrect or "no dispense" can lead to erroneous test resulsts and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.